Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 41 mg/dl. The customer was admitted to (B)(6) medical center on (B)(6) 2015. The customer states that the perceived caused of the low blood glucose was an over bolus. The customer was advised to speak with their healthcare provider regarding the low blood glucose. The was advised to monitor the insulin pump and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.